Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. Upon review, it was noted that the device exhibited post paced t-wave oversensing. No intervention was performed. No further information was available.